Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported low downstream readings during preventative maintenance testing which was reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be downstream sensor was out of calibration. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low downstream readings during preventative maintenance testing. The event occurred at biomed service department. There was no patient involvement. No additional information is available.